Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required. The user reported an infection at the sensor insertion site, with symptoms of redness, swelling, and leakage, which was confirmed as an infection by the healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025, and no other infections were reported. The user's hcp is aware of the event and prescribed antibiotics as treatment. Per dms, the user has not been using the system since on (B)(6) 2025 at 11:09 pm.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site, with symptoms of redness, swelling, and leakage, which was confirmed as an infection by the healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025, and no other infections were reported. The user's hcp is aware of the event and prescribed antibiotics as treatment. Per dms, the user has not been using the system since on (B)(6) 2025 at 11:09 pm.